Event description:
It was reported by the user facility that a pt underwent a catheterization procedure during the month in which the mynx device was used. Post procedure, the pt was diagnosed with a pseudoaneurysm requiring vascular repair. Multiple unsuccessful attempts were made to obtain additional pt and procedural info. No further info has been provided.

Manufacturer narrative:
The device was not returned to aci for evaluation, and the lot number was not provided for lot history review. Multiple unsuccessful attempts were made by access closure, inc. To obtain add'l pt and procedural info. Based on the info provided and the investigation performed, the root cause of the pseudoaneurysm could not be determined.